Event description:
It was reported that the patient complaints of left vocal cord paralysis. It is unknown when this started, but the patient had complete vns replacement surgery on (B)(6) 2014 as previously reported in mfg report #: 1644487-2014-03426. It was reported that the patient was seen by an ent, at which time she referred her to get shots on her vocal cord to help with the paralysis. Lead impedance after replacement surgery on (B)(6) 2014 was within normal limits at 1549 ohms. Good faith attempts for additional relevant information have been unsuccessful to date.